Event description:
Hanging device on arm and infected arm. Placed another device on a few days later and came out sooner than it was supposed to. Patient advise that they were seen at the doctor and was prescribed cream to treat infection. Patient did not consent to follow up. No further information/clarification available. (B)(4). Ndc number and lot number: unknown. Reference report: mw5154449.